Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was a non-calcified, mildy stenotic lesion in a non-tortuous proximal to mid right coronary artery (rca) the lesion was predilated with a 2.0 x 20 mm sprinter at 8 atms. After predilation the physican attempted to reach the lesion with a taxus express2 2.5 x 20 mm drug eluting stent. However, te taxus stent was unable to cross the lesion. Consequently, the stent was never deployed. It is noted that the stent was introduced and removed from the guide catheter five times. Upon the final removal of the taxus stent from the pt's body proximal stent strut damage was noticed. The procedure was successfully completed with a balloon angioplasty. No pt complications or injuries were reported. Pt status is reported as "very well".